Event description:
High thresholds were noted on this lead and a lead revision is planned. No additional information is available. Should additional information become available, this event will be updated.